Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 5 seconds. No segment of the balloon was detached inside the patient after it ruptured. The device was changed with a non-bsc balloon catheter, but the blood vessel did not expand much and the procedure was completed like it was. No patient complications were reported and the patient's condition was good.